Event description:
Pt experienced pain 3 years post op. Surgeon found cyst at end of tibial tunnel. When surgeon removed implant he noticed no degradation. Pt was fully healed at the time of explant. This device is used for treatment.